Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported the crown on # 14 has come off and they had to have an emergency dentist appointment to repair it. The dentist confirms in diagnostic findings letter that #14 was recemented and the patient is cleared to continue with ortho treatment. Requested photo from patient to evaluate aligner fit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.